Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing outer coil at 12.0 - 12.50 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.